Event description:
It was reported that during a cholecystectomy procedure, the clip did not feed to the jaw completely at the second clipping and the clip was ejected. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.